Event description:
During a routine testing, the customer found that the device lost the therapy cable connection and showed the 'connect cable' when it was wiggled. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy connector replacement part number information. Follow up with the reporter confirmed that the therapy connector replacement resolved the reported issue. Following the repair, proper device operation was confirmed and the device returned to service for use. The device or the removed therapy connector was not returned to physio-control for analysis.